Event description:
It was reported that the insulin pump got burned up at a hospital in an x-ray machine. The customer stated that he received an old replacement insulin pump when the other insulin pump became damaged. The blood glucose reading was 130 mg/dl. He was advised by his educator to wait until (B)(6) 2015 to use the replacement insulin pump and was unsure why. Advised return of the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The unit passed the self test, displacement test and basic occlusion test. The unit was unable to prime during the prime test due to a faulty force sensor resistor. The device was unable to perform the occlusion test and excessive no delivery test due to the prime anomaly. The unit alarmed, indicating an unexpected restart, after a battery change due to a corroded or leaking electrical component at the interface board. The unit was received with a cracked case at the reservoir tube and battery tube threads. The unit was received with a minor scratched lcd window. Please see medwatch report # 3004209178-2015-95378.